Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported clip jumping could not be determined. The reported clip opening during efaa was a cascading effect of clip jumping. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), the clip jumped opened when establishing final arm angle (efaa). The device was not used. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.